Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent a surgical intervention to relocate the ipg pocket on (B)(6) 2022 for an unknown reason. During the procedure the ipg was electively explanted and replaced with a new ipg. Therapy was confirmed post operatively.

Event description:
Additional information received indicates that the reason for the surgical intervention was patient experienced discomfort at the ipg site.

Event description:
Additional information received indicates that the issue is considered to be resolved since the patient does not want to pursue any further intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.